Event description:
The customer reported the system boots with a collimator pot error and the camera will not hold position after the first fluoro shot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the camera and collimator. System operates as intended. (B) (4).